Event description:
A healthcare worker complained of itching and skin discoloration on the hand upon removal of a load from a completed cycle. The worker rinsed the affected area with water and the symptoms resolved within a few hours. The worker was seen by a physician, but no medical treatment was received.